Event description:
It was reported that, the device the patient had implanted in 2004, never worked, and he never had therapeutic effect. Since the implant, the patient had developed new pain, and was considering a new system. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3487a-33, lot# j0406070v, implanted: (B)(6) 2004, explanted: unk. Lead, model 3587a, lot# lc0081, implanted: (B)(6) 2004, explanted: unk. Extension, model 748940, implanted: (B)(6) 2004, explanted: unk. Programmer, model 7434a, serial# (B)(4).